Manufacturer narrative:
E1/ address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image that turned green. The issue was found during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h7, h9 and h11. The device was returned to olympus for inspection and the reported failure (green image) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged r-unit a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the green image was due to a damaged r-unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.